Event description:
A hospital in (B)(6) reported via a distributor that the feedset line of an mr290 autofeed humidification chamber was damaged during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare for inspection. Results: visual inspection revealed that the mr290 chamber had a break in the feedset tube where it is inserted into the chamber. The surface of the break is rough and not smoothly cut. A lot check revealed no other complaint of this type for lot number 111108. Conclusion: the damage found on the chamber appeared to have been caused by the tube being pulled, away from the chamber, possibly due to the feedset being caught or under tension. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).